Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the early morning following an implant procedure, the patient experienced pain with right ventricular lead pacing, the patient's vital signs were unsteady and sinus bradycardia was occurring. A chest x-ray revealed a perforation and bleeding; the lead appeared to have dislodged. The perforation was repaired and the physician attempted to reposition the lead; however, it became difficult to move, so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.